Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the icm had early battery depletion.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the battery died and the implantable cardiac monitor (icm) could not be interrogated. The icm was explanted and replaced. No patient complications have been reported as a result of this event.